Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer's wife reported that her husband is experiencing "out of focus vision" following intraocular lens (iol) implant surgery. Additional information has been requested.